Event description:
The patient had a 3x18mm cypher stent implanted in the circumflex artery. Three days later patient had three cypher stents - one 3.5x33mm and two 3.5x18mm-implanted to a 55mm de novo lesion in a moderately calcified and tortuous rca with diffuse disease and 90% focal stenosis preprocedure. The site was predilated but not postdilated. Postprocedure, the patient was heparinized and prescribed aspirin and plavix. Forty-nine days later, the patient experienced angina and angiography showed a possible migration and stent fracture in the rca stents. The patient is currently stable.